Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Additionally, it was reported that the cartridge was leaking from the t:lock. Multiple follow attempts were made by tandem customer technical support (cts), however, no response was received by the customer. No additional information was provided. No reported impact to the customer¿s blood glucose level.